Manufacturer narrative:
It is indicated that the device will not be returned for eval. Review of all records for this device and provided info concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.

Event description:
It was reported that a metal breakdown was requested for title2 product due to suspected allergiv reaction.